Event description:
It was reported to covidien in 2008 that a customer had an issue with an a-v impad. The customer states there was an excessive hematoma around the surgical site.

Manufacturer narrative:
Submit date: 12/15/2008. An investigation is currently underway. Upon completion, the results will be forwarded.